Event description:
It was alleged hip product development at stryker, that the surgeon from clinique (B)(6) underwent a total hip prothesys on (B)(6) 2009. It was further alleged that a revision surgery took place on (B)(6) 2010 because, the patient felt pain at the groin.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available then, it will be submitted in a supplemental report.